Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the bottom of the battery compartment the metal piece came out and the pump was no longer turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Did not note any detached battery cap contacts at the bottom of the battery compartment nor did not note a missing battery spring. Device was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the middle (enter) keypad button is cracked. (B)(4).